Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, it was observed that the r-waves were measuring at a low amplitude on the right ventricular lead. It was also suspected that the lead had dislodged due to twiddler's syndrome. The physician explanted and replaced the lead and the patient was stable before, during, and after the procedure.